Event description:
Physician attempting to deploy perclose suturing device to close right femoral arterial puncture following coronary stent procedure. Physician was unable to remove device by manual manipulation. Pt was sent to o.r. For urgent vascular surgery to remove the device. The metal portion of the delivery system appeared to be outside the vessel, and the entire delivery device system seemed to have separated in the area of junction between the silastic portion of the device and its metal shaft of the delivery system. A moderate amount of damage to the anterior wall was noted. The device was removed and the vessel, repaired. The pt tolerated the precedure well and was returned to recovery awake, alert, stable with palpable pedal pauses in the right lower extremity.